Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine follow-up, non-sustained rv oversensing episodes due to myopotential oversensing were observed. The patient was asymptomatic. The oversensing was reproduced with deep breathing. Programming changes were made and the oversensing was no longer reproduced with deep breaths.